Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported a refractive surprise causing a patient to be unable to see following an intraocular lens (iol) implant procedure. The lens was exchanged.